Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Customer received information from technical support to reset the pump, assisted with the resetting process, and confirmed that the malfunction did not recur. Customer was instructed to continue using the pump and to contact support if any malfunction recurs.